Event description:
The customer reported that the electrode had a puncture in the blue insulation. No pt injury occurred.

Manufacturer narrative:
(B)(4). The incident device has been received for eval. When the device eval is complete, a follow-up report will be submitted.